Event description:
A (B)(6) male patient called zoll customer support to report that his battery pack sn 86110217 was not being recognized in his charger and the same battery pack was sticking in his monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery wasn't recognized and did not fit in monitor) has been confirmed. Upon investigation, the battery pack was unable to power up a monitor or charge. The cause for the failure to battery pca board and cells. The contamination had caused the cells to swell inside the housing resulting in an inability to latch. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.